Event description:
It was reported that the patient "visited the medical institution" due to unwanted shock. Interrogation revealed noise and high right ventricular lead impedance and a lead warning. X-ray confirmed lead fracture at the subclavian. The lead was explanted and replaced. No further patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.